Event description:
Procedure type: adrenalectomy. According to the reporter: after inserting the port, found a blue broken piece and retrieved it from the cavity. Continued the operation with the port. Before closing incision, checked the port, then confirmed the inside of cannula was chipped. No tissue damage. No bleeding. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
(B) (4)